Event description:
Reportedly, during testing, there was an "o2 sensor error" alarm that occurred after oxygen sensor calibration. The ventilator was re-started but the issue was not resolved. Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement.